Event description:
The generator and lead were explanted due to the infection. Device return and evaluation are not necessary because the reported event of infection is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient experienced infection at the vns site. Device history records were reviewed for the generator and lead. The generator and lead were hp sterilized. The generator and lead passed all specifications prior to distribution. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.